Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after overtreating a prior low and then moving out of range, with subsequent coaching that the algorithm would reduce glucose gradually and that future lows should not be overtreated to prevent rebound highs. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and education with follow-up verification of blood glucose at 120 mg/dl and user satisfaction. Investigation of this case revealed no device malfunction and no component failure, with the event most consistent with user management of hypoglycemia leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.